Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also reported that this patient originally had both knees done. The other side is suspected to be loose as well. The patient bmi was 45. Doi: unknown dor: (B)(6) 2020 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviewed 18 march 2020 0 non-conformances on this lot number final micro and sterility tests passed (B)(4) units released. Lot expiry date: 31 march 2019.